Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016, the xhibit central station display doesn't allow nurse to see any clinical data, which made it unable to monitor patients. To fix the problem the system had to be restarted. No injury was reported as a result of this event.

Manufacturer narrative:
The problem was resolved by re-booting the device initially. There have been no further reports of recurrence for the past seven months. Further investigation was conducted by spacelabs¿ software engineering and the reported problem could not be reproduced, therefore root cause could not be determined. This investigation is considered complete and the issue closed.